Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor failed to alarm when the spo2 fell below the alarm limits. A delay in care was reported as the time it took to notice that the spo2 was no longer within the expected range (a few seconds), and the user increased the fio2. The increase in the oxygen/fio2 was reported as the medical intervention. The issue occurred while the patient was in the smur (mobile emergency medical service).